Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure the surgeon used a 5.5 punch to make a hole in the humerus, then upon impaction/insertion of the ar-1927bcft 5.5 corkscrew, the anchor broke. Part of implant remains in patient. The case was completed.